Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should additional relevant information become available as a result of the investigation, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that an elan 4 electro disposable tube set (part # ga395su) was to be used during an unknown procedure performed on (B)(6) 2020. According to the complainant, the inlet and outlet for the rinsing hose adapter appeared to be incorrectly assembled. Reportedly, the system pumped air into the flush solution bottle. The device issue was observed prior to the start of the procedure. The complaint device was returned to the manufacturer for evaluation. No patient involvement. Although requested, additional information has not been received. Should further relevant details become available, a supplemental medwatch report will be submitted. The malfunction was filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the tube sets have been analysed visually. To check the tube sets and the condition of assembly, all packages have been opened. The complained failure pattern by the customer could be confirmed. 13 tubes out of the 43 were assembled incorrectly. The hose connections was interchanged and assembled the wrong way onto the so called pump segment fixing holder. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that two similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a manufacturing-related failure. Specifically, it is assumed that the tube sets are partially assembled incorrectly. Based upon the investigations results a psc was initiated - any actions regarding CAPA will be adressed with this additional inspection.